Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extracorporeal tubing was observed to be cut at approximately 2cm from the rear of the y-fitting. The cut piece was not returned. The stat-gard sleeve seal was also observed to be broken. The broken piece was not returned. Additionally, further visual examination of the product detected that the optical fiber was broken at approximately 5.8cm from the iab tip. An underwater leak test of the balloon, catheter tubing and y-fitting was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic waveform dampened and the intra-aortic balloon pump (iabp) displayed "unable to calibrate iab optical sensor." The hospital staff proceeded to transduce the inner lumen to use it as a pressure source. After therapy was complete, the hospital staff attempted to plug in the fiber optic cable to test it and the message appeared again. There was no reported patient injury.

Manufacturer narrative:
Event site full name: (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic waveform dampened and the intra-aortic balloon pump (iabp) displayed "unable to calibrate iab optical sensor." The hospital staff proceeded to transduce the inner lumen to use it as a pressure source. After therapy was complete, the hospital staff attempted to plug in the fiber optic cable to test it and the message appeared again. There was no reported patient injury.